Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that inflation could not be performed and the balloon was simply removed from the patient's body. It was then further noted that the balloon ruptured when checked outside after taken out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition is good.